Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. Latitude data showed an alert for battery status of elective replacement time (ert) in addition to the code 1007. This patient was hospitalized to be scheduled for a device replacement procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This ICD will not return for analysis, as the location of this device is unknown.